Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal of an unknown concentration via an implantable pump for severe spastic quadriplegia. The patient was receiving gabalon at a daily dose rate of 50 mcg since (B)(6) 2022 which was ongoing. Past medical history, history of side effects, and complications were indicated as none. It was reported that the patient experienced cerebrospinal fluid (csf) leakage. The date of onset was described as late (B)(6) 2022. The date (B)(6) 2022 is considered an approximate date of event (specific month and year known only). It was further reported that the patient, who underwent an operation on (B)(6), had a clear pump pocket due to a spinal fluid leakage. It was indicated as having therefore believed to have been the cause of the spinal fluid leakage again. A resection was performed and a corresponding operation was performed at the catheter insertion site. The catheter was inserted by resection, so ¿it might have been transferred to the catheter and resulted in spinal fluid leakage¿. Now the patient was recovering as of (B)(6) 2022 and it was further noted as being highly effective due to spasticity. The causal relationship of the event to drug, catheter, pump, programmer was none. The causal relationship of the event to procedure was unknown. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor on 2022-sep-14. The pump and catheter were implanted on (B)(6) 2022. The reason used was severe spastic quadriplegia (cerebral palsy). The daily gabalon dose was 50 mcg; the dosing period was continuing on (B)(6) 2022. Past medical history was indicated as having been none. Concomitant medications were indicated as being none. The date of onset of the cerebrospinal fluid (csf) leakage was described as late (B)(6) 2022. The date (B)(6) 2022 is considered an approximate date of event (specific month and year known only). It was confirmed that the scheduled repeat operation for liquorrhea treatment was performed on (B)(6) 2022. Currently there were no problems. It was indicated that the catheter was inserted by resection, so it might have been transferred to the catheter and resulted in liquorrhea. The causal relationship of the event regarding the drug, pump, and catheter was unrelated. The causal relationship of the of the event to the procedure was unknown.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor on (B)(6).2022. It was clarified that the operation that occurred on (B)(6).2022 was both a laminectomy and an implant procedure for the device. The dates of the csf leak and the surgery to correct the issue were unknown, but it was clarified that the catheter insertion site was opened again and a sheet-like substance was inserted and treated to prevent the csf leak from continuing to occur. No further problems were reported, the patient had recovered.

Manufacturer narrative:
Concomitant medical product: product ID 8781 lot# serial# (B)(4)implanted: (B)(4) 2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.